Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 57876 was returned and analyzed. Visual inspection showed blood within the balloon, wrinkles on the shaft proximal to the balloon segment, and part of the achieve mapping catheter entrapped within the luer. Smart chip verification showed that the catheter was used for nine applications on date of event. The catheter failed the steerability test. X-ray imaging showed a pull wire kink proximal to the pull wire ring, a guide wire lumen kink, and electrodes and part of the mapping catheter entrapped within the luer. The balloon catheter was connected to the console and the system notice 50005 (the safety system detected fluid in the catheter and stopped the injection) was received. A pressure test was performed and dissection of the balloon catheter showed a guide wire lumen twist and breach 2.5 inches from the tip. In conclusion, the balloon catheter failed due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and mapping catheter subsequently tested out of specification per the manufacturers investigation.